Event description:
The pump was returned without any additional information.

Manufacturer narrative:
H3: evaluation of implantable pump serial number (B)(6) revealed no significant anomalies. The returned pump passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was receiving morphine drug 30mg/ml at 4mg/day via an implantable pump for spinal pain. It was reported that the patient informed the company representative that on random dates  that his alarms would go off. The patient also had a video recording that they listened to and the company representative heard the critical alarms occurring. Per the attached logs, a motor stall  occurred on (B)(6) 2020 at 9:28am and recovery at 10:18am, a motor stall occurred on (B)(6) 2020 at 9:28 am with a recovery at 10;18am a motor stall occurred on (B)(6) 2020 at 7:37am and a recovery at 7:54am, a motor stall (B)(6) 2020 at 8:48 am with a recovery at 9:02am, a motor stall occurred on (B)(6) 2021 at 12:04pm with a recovery at 12:11pm, motor stall on (B)(6) 2020 at 7:54am and recovery at 8:01, motor stall on (B)(6) 2021 at 11:10am and recovery at 11:17am. The reporter was unaware of any environmental, external or patient factors that may have led or contributed to the issue. The patient was asked if they had an MRI and the patient had not. The diagnostics and troubleshooting performed was a  dye study/roller study and the logs were read. The actions and interventions taken to resolve the issue was surgery was planned but not scheduled, to replace the pump. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.